Event description:
Customer reported issues with the insulin pump. Customer states that the bottom part of the insulin pump is damaged. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit passed the displacement test, rewind, basic occlusion test and prime/a33 test. Unit received stuck in motor error loop during bolus/basal delivery. Unable to perform the excessive no delivery test and occlusion test due to motor error alarm. The motor was tested outside of the device and passed. Pump received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window and scratched reservoir tube window. Pump received without the original belt clip.